Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.